Event description:
The customer reported that the up and down buttons are not working. There were no injuries reported.

Manufacturer narrative:
A ge service rep verified that the vertical column intermittently will not descend when commanded. The repair will be effected, which involves replacing the power supply.